Manufacturer narrative:
We were unable to confirm the original problem of "clotted reservoir" and a sample was not available for evaluation. The device problem was due to damage to the instrument as they were attempting to replace the disposable unit during the procedure. The device was serviced for bent pins on the chamber cover and found to be damaged by the user facility during the removal and reinstallation of the disposable set during the procedure. After the repair the unit was tested successfully and no anomalies were identified outside of the damaged pin on the chamber cover. (B)(4) will advise terumo to have a clinical specialist review usage of device and situations as listed in this report.

Event description:
An (B)(6) year old male, expired during hernia repair as surgeon injured the aorta. Large amount of blood loss, 3000ml collected but clotted in reservoir. New reservoir set up but when processing started tubing damaged by bent pins of chamber cover, patient expired in the interim.